Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor frequently under-sensed r waves. Programming changes were made remotely. The patient was in stable condition.